Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device explanted.